Manufacturer narrative:
The following fields were updated with possible lot numbers d4: medical device lot #: 21095094. D4: medical device expiration date: 02sep2025 . H4: device manufacture date: 02sep2022 . D4: medical device lot #: 21095095 . D4: medical device expiration date: 04sep2025 . H4: device manufacture date: 04sep2022. D4: medical device lot #: 21095217. D4: medical device expiration date: 07sep2025 . H4: device manufacture date: 07sep2022. The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-nov-2022 . H6: investigation summary one sample was submitted for quality investigation. The customer complaint of component damage - no leak was verified by visual inspection. Evaluation of the sample, revealed that the tubing of the sample separated at the bottom of the drip chamber. Further evaluation under magnification indicates that there was excess solvent at the union location between the drip chamber outlet and tubing, and the tubing looks to have been kinked before the separation occurred due to the pinched appearance of each end of the separated tubing. A device history record review for model 10015012 lot number 21095094 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot number 21095095 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10015012 lot number 21095217 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. After reviewing the manufacturing process, the potential root cause of the issue was created from an excess of solvent used and a poorly coiled product.

Event description:
It was reported while using bd alaris¿ lvp bur 20d low sorb smbore ss 0.2m the product cracked. There was no report of patient impact. The following information was provided by the initial reporter: this is a safety report related to a cracked IV tubing underneath the buretrol. The IV tubing was only hung for approx 9 hours. However, there was mention that the way it was hung could have been causing some tension on the part that cracked.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary no product or photo was returned by the customer. The customer complaint of component damage, no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd alaris¿ lvp bur 20d low sorb smbore ss 0.2m the product cracked. There was no report of patient impact. The following information was provided by the initial reporter: this is a safety report related to a cracked IV tubing underneath the buretrol. The IV tubing was only hung for approx 9 hours. However, there was mention that the way it was hung could have been causing some tension on the part that cracked.